Manufacturer narrative:
H6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to a fit/ sizing issue, poor insertion technique, a procedural/user error or patient medical history. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. G2: update report source.

Event description:
.

Event description:
It was reported that, during surgery, after used a lgn cr high flex xlpe sz 7-8 9mm, another insert was requested after struggling to get this insert engaged into the locking mechanism. The surgeon also damaged the insert taking it in and out with lockers. Possible problem with insert or issue with difficult knee due to size of patient device outside the patient. The procedure was completed using a s+n back-up device. Surgery was less than or equal to 30mins delayed. Patient was not harmed.